Event description:
Related manufacturer reference number:2017865-2024-70892. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) and atrial lead exhibited inappropriate mode switch due to noise oversensing. No intervention was done. There were no patient consequences.